Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right posterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 37mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right posterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.